Manufacturer narrative:
Voluntary distributor narrative: please note the incident involved involving either lot 8251902082 or lot 8251811273. The manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. On behalf of the customer, the conmed representative reported on an issue with the sb936, unimax detachable pouch 3x6" involving either lot # 8251902082 or # 8251811273. It was reported that on (B)(6) 2019, when pulling out specimen bag, the surgeon noticed a piece of product came off and was residing at umbilicus port site. It was indicated that there was no impact or injury to the patient and the procedure was successfully completed with no delay, as the issue occurred at the end of the case. No remedy action was taken. Additional information received indicates while performing standard specimen extraction, at the 12mm trocar site as it was being pulled out, the specimen bag broke apart. The neck of the specimen bag, where it cinches, was being used to pull the specimen out thought the trocar. No piece fell back into the patient, the piece, believed to be a part of the bag, was found lying on the patient next to the port site. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.